Event description:
It was reported by the sales rep that during a third molar extraction, while drilling on the second tooth, the bur guard melted and caused a burn to the pt's lower right lip. The burn was reported to be the size of a nickel. The pt was sent home with a sample ointment to apply as needed. The pt has been seen since this event and the burn appears to be healing fine.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the evaluation, the technician noted visual evidence that the bur guard melted. Most likely, the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.